Manufacturer narrative:
Continuation of d10: product ID 8711, lot# j11374r11, implanted: (B)(6) 2003 partially explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the cause of the inability to aspirate from the catheter, it was noted that the physician believed it was collapsing. The catheter was revised / replaced on (B)(6) 2021. The physician had revised it with a model 8596sc catheter component. The very end piece that connected was removed and replaced with a revision piece. The explanted portion of catheter would not be returned as it was discarded.

Manufacturer narrative:
Concomitant medical product: product ID: 8711, lot# j11374r11, implanted: (B)(6) 2003, explanted: (B)(6) 2021. Product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 07-oct-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump, receiving baclofen (2000mcg/ml at 454.4 mcg/day) for intractable spasticity. It was reported that the reason for the call was to find out what pump segment was compatible with an 8711. The rep stated that they were doing a normal replacement case and the hcp couldn't aspirate so they attempted through the catheter itself and accidently poked the needle through the pump segment catheter, damaging the catheter. It was reviewed the 8596sc would be compatible with this catheter. It was confirmed that the hcp did not have any therapy or catheter concerns from not aspirating, but since the poked through the catheter with the needle they want to replace it. No symptoms or patient complications were reported.